Manufacturer narrative:
The product was not returned for analysis. Only photos were returned. A screen capture of four ocular images was provided. An opacity is present in all of the images as reported that appears white in three images with more off-axis, broader illumination, and blue in one image with slightly more direct illumination. A cause or association of this appearance with the complaint product was not able be determined based on the images and information provided in this review. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of polychromatic sheen. No harm to patients reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional had reported that following cataract surgery with intraocular lens (iol) implantation, a white opacity was seen only in the center of the iol observed with a slit. This finding was not visible at the edge of the iol. Postoperative results showed no problems at all with vision. Additional information received stating that there was no patient impact.